Manufacturer narrative:
Physio-control reviewed the downloaded electronic records and was able to confirm the reported issue. The records showed that the device gave a connect electrodes message when the analyze button was pressed, confirming the device may have failed to recognize the patient attached to the defibrillation pads. Approximately 30 seconds later an initial rhythm was detected by the device. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to recognize that patient had been attached to the defibrillation pads. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to recognize that patient had been attached to the defibrillation pads. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.